Event description:
It was reported that during an a-fib procedure, after a successful mapping of the left atrium, the physician intended to start with ablation, which was not possible due to high impedance reading on the generator (more than 450 ohms). The physician stopped the procedure in the left atrium and moved to the right atrium and completed the procedure conventionally using a celsius 4mm catheter. However, part of the procedure had to be rescheduled due to this product issue. This information was made available on (B)(6) 2012. More follow-ups were performed to request for details of the case cancellation. Additional information provided stated that the patient was under local anesthesia and transseptal puncture had been performed prior to the case being aborted. The patient's chronic health condition or major medical history is afib-aflutter. The procedure cancellation in this case is indicative of a reportable event, marking (B)(4) 2012 as the alert date of this report.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, after a successful mapping of the left atrium, the physician intended to start with ablation, which was not possible due to high impedance reading on the generator. The case was cancelled and after reviewing additional information regarding the case cancellation answers it was stated that the patient was under local anesthesia and transseptal puncture had been performed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical and temperature tests but it failed the generator test. The catheter was dissected and it was determined that the root cause for the impedance issue was an intermittent continuity between the dome wire and the connector pin at the solder joint. The customer complaint has been verified. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. (B)(4).